Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/20/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent robotic assisted total laparoscopic hysterectomy on an unknown date and barbed suture was used. During the procedure, the suture broke in the middle of closing the vaginal cuff. It is unknown how the case was completed. There were no adverse consequences for the patient reported.